Event description:
Boston scientific received information on february 15, 2017 that this patient was seen on (B)(6) 2016. The PICC line and IV antibiotics were discontinued.

Manufacturer narrative:
The date of manufacture of this electrode was february 02, 2016. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on november 14, 2016 that this patient developed purulent drainage from the subcutaneous electrode sites on (B)(6) 2016. The infection failed to respond to dicloxacillin po. The patient was admitted to the hospital on (B)(6) 2016 for surgical debridement, drainage and IV antibiotics. The patient was later discharged from the hospital to home on (B)(6) 2016 with a PICC line and IV antibiotics.